Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The insulin pump was dropped the night before. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, and basic occlusion test. The insulin pump alarmed during prime test at due to faulty force sensor resistor. We were unable to complete functional test including occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.